Event description:
It was reported that the physician's office was unable to communicate with the programming system. A company representative performed troubleshooting and identified that the tablet serial cable was faulty. A new serial cable was provided which resolved the issue. The faulty serial cable has not been received for analysis to date.

Event description:
The usb cable was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the serial cable was completed on 06/29/2016. No anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications.